Event description:
It was reported that after an unknown procedure, the patient experienced pain. When the surgeon examined the patient, he found partial or total lack of staples and dehiscence. The patient required an additional day in the hospital and reoperation with stitches. The patient is currently stable. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.